Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced an increase in recharge burden. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Correction: this device is no longer reportable as there is no indication of malfunction and the ipg provides 24 hours of therapy between charging which meets or exceeds the device requirements.

Event description:
Additional information indicates there is no indication of malfunction as device is still operable. In addition, ipg provided 24 hours of therapy between charging which meets or exceeds the device requirements. This device is no longer reportable at this time.